Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 8 years of battery life to 4.5 years of battery life in a 13 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: report details (aware date).

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 8 years of battery life to 4.5 years of battery life in a 13 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. The device is expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 8 years of battery life to 4.5 years of battery life in a 13 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.